Manufacturer narrative:
(B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the mode switch resistance of the compact air drive device was too low. It was determined that the air regulator, inner shaft, motor and push button were worn out. It was further determined that the device failed pretest for check for excessive noise, check for untrue running and check function of soft mode switch (safety system). It was noted in the service order that the device was not working properly. It was reported that the air regulator was spinning during use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.